Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 39.24mm from the distal tip. The distal tip is found to be completely broken from the main tube and, as a result of this breakage, all cables and wires were completely severed at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The instrument is found to have broken grip cable distal, broken pitch cable distal, broken conductor wire distal and broken proximal clevis. The complaint was confirmed by failure analysis. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps got stuck inside the trocar and didn't release. The customer had to cut the forceps to release the trocar. The procedure was completed with no reported injury. No fragment fell into the patient. The procedure was delayed 15-30 minutes.